Event description:
User reports experiencing intermittent discrepant results for calcium, aspartate aminotransferase, and alanine aminotransferase for approx one week. Only one pt example for calcium provided. Initial result 9.2 mg/dl, repeat gave 10.6 mg/dl. Initial result was not reported. The field svc rep was unable to determine the root cause, although noted a precision issue and performed preventative maintenance. Performance tests performed which were within specification.